Manufacturer narrative:
The complaint product was received on 2023-05-05 and was therefore available for investigation. Visual and microscopical examination revealed that the insulation of the outer shaft 33300 was damaged lengthwise with a pointed or sharp object. The cutting edge can be seen very clearly. The pressure was increased so much that the bare metal, which lies under the insulation, was nicked. The remaining insulation of the shaft is also damaged on the surface. The article was manufactured in january 2017, that high age may have favored the damage. The articles 33121 and 33310 on do not show any damages. The device product history records have been checked for the available lot numbers and no abnormalities have been found. Based on the available information and the results of the examination, the defect described by the customer can be confirmed. The basic cause of the insulation damage is due to a manual damage to the outer shaft as described above. There is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to a usage-related failure due to wrong handling. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insulation of the external shaft was damaged and fell into the abdominal cavity. The detached parts could be recovered. No negative impact on the state of health was reported.